Event description:
The patient received two leads with the same lot number. It was reported stimulation was lost. It was further reported the patient experienced uncomfortable abdominal stimulation. The leads were explanted. The physician attempted to implant two new leads, only one lead was implanted due to the amount of scar tissue. Effective stimulation was achieved post-operatively with one lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.